Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2015 with the following findings: a review of the pump black box showed that multiple call service 078 alarms had occurred on (B)(6) 2015. During testing, the pump powered on but was unable to complete 24 hour exercise due to a call service 078 alarm occurring. The pump was opened and the pump motor flex was found to be damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump emitted several call service 078 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.